Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a malfunction of camera communication and a bump sensor error. It was noted that the product was planned to be inspected at a later date. There was no patient involvement.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4), UDI#: (B)(4). A manufacture representative went to the site to inspect the system and the camera bump sensor was triggered. The camera was replaced and the issue resolved. A system checkout was performed after part replacement and all tests passed. The camera was returned to the manufacturer for analysis. Functional testing; visual/physical examination; and device testing was performed. The reported issue was confirmed and a bump was detected. This issue has been documented in a hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.